Event description:
The customer reported that while attempting to perform type and screen testing on the ortho provue analyzer, they noticed that the probe was dripping and the wash station was overflowing.

Manufacturer narrative:
The customer reported that while attempting to perform type and screen testing on the ortho provue analyzer, they noticed that the probe was dripping and the wash station was overflowing. An ocd field engineer arrived on site. Service has returned the analyzer to expected operation. No death or serious injury was reported as a result of this incident. No erroneous results were reported. If the reported condition went unnoticed, test results may have been compromised, leading to erroneous results. Based upon the available information, provue malfunction cannot be ruled out. Therefore, event is reportable.